Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 80% stenosed, 38x4.00mm, eccentric, de novo target lesion with a bend of 45 degrees was located in the moderately tortuous and mildly calcified right coronary artery. After the lesion was crossed with a non-bsc guide catheter and guidewire and pre-dilated with a 3.00x15 emerge balloon catheter, a 4.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. A 3.00x10 non-bsc balloon catheter and a 6f guidezilla guidewire were used to assist in delivering the stent but still it did not crossed the lesion. However, upon removal, it was noticed that the stent struts were deformed. The procedure was completed with a 3.50x48 synergy drug-eluting stent. No patient complications were reported, and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. A2 - age at the time of event: 18 years or older. Device was evaluated by MFR: a synergy ous mr 4.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the distal region lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 80% stenosed, 38x4.00mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and mildly calcified right coronary artery. After the lesion was crossed with a non-bsc guide catheter and guidewire and pre-dilated with a 3.00x15 emerge balloon catheter, a 4.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. A 3.00x10 non-bsc balloon catheter and a 6f guidezilla guidewire were used to assist in delivering the stent but still it did not crossed the lesion. However, upon removal, it was noticed that the stent struts were deformed. The procedure was completed with a 3.50x48 synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.